Event description:
It was reported that after a da vinci si surgical procedure, the surgical staff reported seeing shavings from the shaft of the thoracic grasper instrument, when trying to remove it from the cannula. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of shavings from shaft is confirmed. Black tube insulation is damaged at the distal end. Insulation is missing a 6 long section all around the shaft starting directly above the snake wrist. Various strips of clear plastic that covers the metal shaft are sticking out at the distal end. Insulation has various circular shaped sections missing that are all axially aligned located above the midpoint of the tube. Evidence not conclusive, but damage is likely due to mishandling/misuse. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.